Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports rupture of right device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed on the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease fold is observed. Yellow biological tissue on the shell is observed on the device. Crystalline is observed on the device.

Event description:
Patient reports rupture of right device. Healthcare professional physician confirms rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data:a2, a4, b5, b6, d4, d6a, d6b, g1, g2, h6.

Event description:
Healthcare professional physician confirms rupture and capsular contracture baker grade iii diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.